Event description:
Boston scientific crm received info that the pt with this right ventricular (rv) lead was experiencing non-capture. The lead was not successfully repositioned so the physician requested a new rv lead.